Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 537mg/dl. The customer stated that the cannula was bent, but the insulin pump did not alarm. Troubleshooting was declined as customer was not wearing the device at the time. The customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.